Event description:
After a swan-ganz catheter was placed during right heart cath, computer indicated "tram not responding". Setup double-checked several times to no avail. Swan was replaced and procedure completed successfully with alternate (same brand and lot number) swan. Similar incident reported with this product 24 hours previous (that device was not saved). All of these catheters in our current stock have the same lot number.